Event description:
Boston scientific received information that pacemaker and right ventricular (rv) lead exhibited increased pacing threshold measurement, loss of capture with less than two seconds of asystole. The patient was reported to be having a heart rate around 20 beats per minute. On review of fluoroscopy, the field representative suspected lead dislodgement as there was little slack in lead. The patient underwent a revision procedure where this lead was explanted and replaced. The physician electively replaced the pacemaker as well. An analysis report for both devices was requested. The system is no longer in service. A return request was sent for both devices. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough lead investigation was performed. Complete lead was returned. Stylet was returned in the lead. Helix was retracted. Visual observations revealed dried blood past the helix mechanism up through the lumen was observed. There was also dried body tissue entwined on the helix. Device passed stylet insertion test, continuity test with manipulation and hipot test. Field allegation was not confirmed through testing.